Manufacturer narrative:
Expiration date of the device is september 22, 2020.

Event description:
It was reported that while using the device the bur tip broke off. There was no operation delay or impact on the patient; they used a backup to complete the operation.

Manufacturer narrative:
Evaluation summary: in as received condition the device showed customer use. Using a microscope, the spiral wrap was found broken at the edge of the tip causing the overall tip to detach from the device. Under magnification, no damage (includes fracture / fragmentation) to the tip was noticed, only wear marks from customer use were observed. The outer tube was observed under magnification and no significant thinning of inner wall was noticed. The inner shaft was observed and obvious discoloration was visible on the spiral wrap assembly. The discoloration is indicative of excessive handling / use of the device which may have caused the spiral wrap assembly to rub against the inner lining of the tube. The breakage at the distal end of the spiral wrap also indicated a small portion of spiral wrap at the breakage location was hyperextended.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: no evaluation summary available at this time, product analysis in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.